Event description:
The customer reported that following a radiology procedure in november 2001, an attempt was made to deploy a vasoseal es. The deployment was uneventful until the point at which the deployer attempted to retract the j segment. Resistance was met when the j segment was retracted so the locator was advanced further forward and the j segment retracted. The locator and dilator were removed and one collagen plug was deployed without any problems. The groin was held for five minutes and hemostasis was achieved. When the locator was assessed, the j segment was missing from the locator. A fluoroscopy of the groin showed the j segment in the tissue tract. No complications were reported.